Event description:
Caller reported a cgm error, identified as error 42, with their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for resetting the pump, which successfully resolved the issue, and the customer was able to start their sensor session without further problems.